Manufacturer narrative:
H.6. Investigation summary: one open 30g x 5mm safety pen needle sample was returned from lot. No. 9105694, cat. No. 329605. Visual examination was carried out on the returned sample and it was observed that the sample had been activated. No issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was not working properly. This was discovered during use. The following information was provided by the initial reporter: I work for bd.com on contract delivering ssd product training. During a product demo session, despite pen needle being correctly attached to pen (I checked that it was fully attached as this can lead to malfunction) the inner guard with the red indicator bar continued to retract once activated. I have never seen this happen before and I spend a lot of my time training nurses to use this product. This was a demo session so the needle was not inserted in a patient - a small demo sponge. The device does not work if it is not attached properly but this needle was attached in the correct manner. On removal, the pen side orange guard activated and thereafter the patient side red striped inner guard no longer retracted - it functioned as expected once removed from the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was not working properly. This was discovered during use. The following information was provided by the initial reporter: I work for bd.com on contract delivering ssd product training. During a product demo session, despite pen needle being correctly attached to pen (I checked that it was fully attached as this can lead to malfunction) the inner guard with the red indicator bar continued to retract once activated. I have never seen this happen before and I spend a lot of my time training nurses to use this product. This was a demo session so the needle was not inserted in a patient - a small demo sponge. The device does not work if it is not attached properly but this needle was attached in the correct manner. On removal, the pen side orange guard activated and thereafter the patient side red striped inner guard no longer retracted - it functioned as expected once removed from the pen.